Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm as part of a clinical study. Vessel morphology was not reported. It was reported that the bifurcated stent graft and the contralateral limb were implanted successfully and then dilated with balloons from another manufacturer. However, the final angiography demonstrated what appeared to be a type iii endoleak from the junction of the bifurcated graft and the contralateral limb (MFR report # 2953200-2010-00722). The physician elected to balloon the graft again, which diminished, but did not completely resolve the endoleak. Then the physician elected to deploy and balloon another talent limb; at that time, it was noticed that there was a type ii endoleak from the ileal lumbar from the right internal iliac artery and what appeared to be a type ii endoleak from potentially the superior mesenteric artery from the inferior mesenteric artery. The physician was now convinced that the endoleak was, in fact, a type ii endoleak, and then ended the procedure. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Results: endoleak; type ii endoleaks. Conclusion: type ii endoleaks.